Event description:
The device was returned to the service center with a report from the customer contact of a s104 (primary audible alarm failure) malfunction alarm code. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device touchscreen left lower corner buttons do not respond when pressed.

Manufacturer narrative:
Testing and investigation found the lower left and top buttons of the device touchscreen did not respond. The probable cause was due to contamination on the lower left and top corner of the touchscreen due to fluid ingress. The customer reported s104 (primary audible alarm failure) malfunction alarm code was duplicated during testing. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.